Event description:
It was reported that the right atrial (ra) lead impedance has been slowly increasing and was now high in both unipolar and bipolar. It was also reported that the atrial threshold had increased and p waves were low. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1298 competitor implantable pulse generator (ipg) 2003 (B)(6). (B)(4).